Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (1g every fifth day; duration not reported) and intraperitoneal amikacin (250mg daily; duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Five days after the event onset, the patient was discharged from the hospital. On an unknown date, treatment with antibiotics was discontinued. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.